Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device evaluation found that noise appeared on the image, the lamp was dim, and water leaked from the output connector. Based on the results of the investigation, the dim light is likely due to a worn lamp and the pump clogged with foreign material caused the water to leak from the output connector. However, definitive root causes cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the xenon light source exhibited a clog of foreign material within the pump. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.